Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl. Customer requested assistance programming the insulin pump. Customer stated that it doesn't have the vibration setting on it. Customer stated that the pump must have been locked. Customer stated that everything seems to be working. Customer used a syringe to bring down his blood glucose. Customer stated that he filled to 1.6 on a 1.8 reservoir. Customer ran 3.0 units and nothing came out. Customer stated that it must've been locked because it didn't give anything.